Event description:
I am a pharmacist who has been giving flu shots using becton dickinson eclipse injection needles product (B)(4), ndc #(B)(4). Twice in the last year I have had the protective needle cover break off after giving an injection. The cover is supposed to swing up and cover the top but twice I have had this cover break off leaving my finger moving toward an exposed needle. This is supposed to be protecting healthcare providers from needle sticks but it actually makes you more prone as you swing your finger toward an exposed needle that has just been used for an injection. I sent bd the broken device last year when this occurred and they basically said that they had no other problems with this device as if it were an isolated incident. Since it has happened to me twice I doubt that.